Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. To address the alarms, the customer cleared the alarm and resumed insulin delivery. Blood glucose level was 190 mg/dl.